Manufacturer narrative:
A steris service technician arrived on-site to inspect the 4095 surgical table and found no issues with the function or operation of the table. The table was tested, confirmed to be operating to specifications, and returned to service. Based on the technician's inspection, the root cause is likely attributed to facility personnel not correctly centering the tabletop before attempting to transfer patient on to the surgical table. The 4095 surgical table operator manual (pg. 1-1) states, "warning - tipping hazard: do not disengage floor locks when patient is on table." The 4095 surgical table operator manual (pg. 1-2) also states, "the floor locks must be engaged at all times when a patient is on table." The 4095 surgical table operator manual states, "warning - personal injury hazard: when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use worn or damaged accessory. Check installation before using any accessory - do not remove table leg section if patient is not properly positioned. Patient's torso and buttocks must be firmly held in place by table back and seat sections and legs supported by leg supports. Warning - personal injury and/or equipment damage hazard: - failure to perform periodic inspections of this surgical table could result in serious personal injury or equipment damage." The 4095 surgical table's operator manual further states, "warning instability hazard: possible patient or user injury, as well as surgical table or accessory failure, may result from using steris table accessories for other than their stated purpose or from using accessories manufactured and sold by other companies on steris surgical table." A steris account manager offered in-service training on the proper use and operation of the 4095 surgical table and is currently pending a response. No additional issues have been reported.

Event description:
The user facility reported during a patient procedure, the leg section of the 4095 surgical table moved downwards without being commanded to do so. There was no report of injury or procedure delay. The procedure was completed successfully.

Manufacturer narrative:
A steris account manager completed in-service training on (B)(6) 2024 with the customer on the proper use and operation of their 4095 surgical table.